Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient's spouse stated that when the patient went upstairs to go to bed, she heard "thumps" and found the patient unresponsive with the power disconnected and only the black power lead connected. The patient's spouse tried to reconnect and was not aware of any audible or visual alarms. The patient was on two external batteries and was connecting to the power module. At the hospital, the log file was reviewed and contained two power lead disconnects, along with a clock reset. It was also reported that the clock reset occurred around 10 pm, but they could not tell when the pump was disconnected. The patient's aortic valve sclerosed, so there was no outflow tract. Two head CT scans were taken and showed negative results. The center had a difficult time ventilating the patient. The patient's family withdrew support four days later. The perfusionist also reported that an autopsy was not performed and the pump and system controller would not be returning to the MFR for evaluation.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.